Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set cannula was kinked. Reportedly, the patient's blood glucose was high and experienced symptoms of diabetic ketoacidosis, which were self-treated with a correction bolus by the pump. Upon arrival in the emergency room, the patient's blood glucose levels were 450 mg/dl, where the stay was for few hours and was given insulin drip and some unspecified fluids. The patient left the emergency room, when blood glucose level was around 400 mg/dl and was still unstable. Subsequently, the patient was admitted in the intensive care unit and was given insulin drip as corrective treatment which resolved the issue. The infusion set was used for one day. The patient was hospitalized for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.